Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 implantable pacing lead 2009-(B)(6). (B)(4).

Event description:
It was reported that the device had a power on reset (por). The patient stated that they might have been near their spouse's spinal cord stimulator at the time of the por. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.